Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The caller reported that the nav-ring was not working. There was no patient involvement. Event date not specified; estimate used.

Event description:
The caller reported that the nav-ring was not working. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 15feb2019, date of report: 20sep2019. The field service engineer replaced the affected plastic enclosure parts per this fco following the instructions outlined in the v60 ventilator service manual. The front bezel was replaced and the unit passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.